Event description:
Info received indicates the head section cannot be lowered.

Manufacturer narrative:
The tech found the head section gas springs were frozen and could not be released. The tech replaced the gas springs to repair the stretcher.